Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation following reports of an "intake restricted 3031" alarm during patient ventilation. Review of the device logs confirmed multiple occurrences of this alarm, which indicates a restiction at the fresh gas/emergency air inlet but still allows breath delivery within ±10% of set parameters. No negative patient effect noted. Potential causes include external blockage, or a dirty or wet filter; however, high patient inspiratory demand may also trigger the alarm. Testing with a known good setup showed the device functioned within specification, with no inappropriate alarms reproduced. Internal inspection revealed no discrepancies. The device passed all calibration and system tests. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an 63-year-old male patient, the device displayed an "fresh gas intake failure - 1030" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.